Event description:
It was stated that the customer was hospitalized for high blood glucose. No blood glucose reading was reported for the event. Troubleshooting was performed and the insulin pump was programmed correctly. It was stated that the infusion set was changed the day prior to the hospitalization. There were no supplies available during the phone call to perform the prime or high pressure tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.